Manufacturer narrative:
The episodes recorded in the device memory showing ventricular noise oversensing and the overload are indications of a ventricular lead issue. Since end of (B)(6) 2021, vt/vf episodes were almost recorded daily, most probably due to the aforementioned ventricular noise oversensing. It should be noted that each vf episode stored in the arrhythmia and therapy history triggered the beginning of a charge of the capacitors, quickly consuming the battery capacity. The reported behavior most probably resulted from the ventricular lead issue.

Event description:
Reportedly, the ICD was explanted on 19 october 2021 since the device had reached its recommended replacement time (rrt). The device was implanted for approximately 4 years and 3 months. Based on preliminary analysis, a ventricular lead issue is suspected.

Event description:
Reportedly, the ICD was explanted on (B)(6) 2021 since the device had reached its recommended replacement time (rrt). The device was implanted for approximately 4 years and 3 months. Based on preliminary analysis, a ventricular lead issue is suspected.